Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The field service engineer was onsite and arranged the device to be sent in for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing by the bench repair technician (brt) confirmed that there is no sound from the speaker and that the "speaker malfunction alarm" has occurred multiple times. Although the symptoms improved by adjusting the volume, there was a high possibility that the speaker body would malfunction due to the intermittent symptoms, so the brt replaced the speaker body as a precautionary measure. Based on the information available and the testing conducted the issue was due to a defective speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced as precaution. The device was returned to the customer.

Event description:
It was reported that the device has no sound. The device was in clinical use at time of event. No patient or user harm was reported.